Event description:
It was reported that there was an intermittent atrial undersensing noted on atrial arrhythmia events. Device may terminate atrial arrhythmias episodes prematurely due to undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.